Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional testing (intermittent operation). It is noted functional test was reran ten times and passed. Cause was not identified. Analysis also found the upper case and lower case are broken. Battery returned with device measured 9.19 volts no load. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the device. Visual inspection noted a damaged case, no other anomalies observed. Bench analysis revealed that all low battery tests met specifications. Conclusion: no defect found, could not confirm the intermittent failure found during service and repair of the device.